Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of metastatic bone tumor, undergoing a percutaneous kyphoplasty procedure due to a compression fracture. It was reported that, when pressurized in the vertebral body, the balloon did not expand despite the presence of 2-3 ml of contrast agent. When 7-8ml was added, it expanded. It has been confirmed that the balloon expands immediately without any problem outside the surgical wound. The reported product was used and the operation was successful. There was a delay of less than 60 mins in the procedure time. There were no patient symptoms/complications. Initial reporter information cannot be provided due to the restriction by the privacy regulation. The product was discarded and will not be replaced. Additional info received. Lot number provided. Levels implanted: l1 or l2 as reported, at the stage of injecting 2-3ml contrast agent, the balloon did not inflate, so 6-8ml was injected and it was able to inflate. During that time, the pressure gauge display did not increase. There was no balloon breakage or ibt and inflation syringe leakage. The product was discarded. The operation was completed without problems.